Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system there was an unspecified number of discrepancies in patient results. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: a complaint was reported for false resistance of antibiotics in both qc and patient results on a phoenix m50 instrument. The customer reported that qc results carried out with atcc strains s. Aureus and e. Faecalis showed false resistance to antibiotics vancomycin, teicoplanin, rifampicin linezolid, and gentamicin; as well as s. Aureus showing false resistance in antibiotics vancomycin, teicoplanin, and rifampicin in a patient result. A bd field service engineer (fse) was dispatched to the customer site. The fse had the user try performing tests on more panels from the same box and received similar results of false resistance. The user was then prompted to use a new box from the same batch (3353171) of panels and those yielded no problems with the reported results. The customer used diffusion on disc test verification methods to confirm results before releasing to patient. No additional inconsistencies were noted with results. This is an unconfirmed failure of a bd product. The root cause of the failure was unable to be determined. No reports, logs, binary files or other samples were made available for the investigation; therefore, no returned sample analysis was carried out. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review for this instrument was completed and revealed no previous complaints related to this failure mode; however, a second instrument at the customer site has a related failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirm there are no new or modified risks associated with this failure mode.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system there was an unspecified number of discrepancies in patient results. No health impact or consequence reported.